Event description:
It was reported that the system was generating pre-charge errors and would not boot.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty battery bank. System operates as intended.